Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation noted that the patient had experienced significant weight loss which resulted in reduced adipose tissue at the cls implant site, contributing to the reported pain. A revision procedure was performed to reposition the cls and resolve the reported event.